Event description:
It was reported that the prograsp forceps instrument was received without any allegations of malfunction. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .172 - .250 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. No other damage found.